Manufacturer narrative:
Conclusion: the complaint was confirmed for a fiber bundle leak via the image provided by the customer. The device was discarded so analysis could not be performed to further evaluate the cause of this occurrence. The device history record was reviewed; devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. This type of leak rarely occurs because the fusion oxygenator is 100 % leak tested during production and any leaks identified during testing are discarded, this device was found to be acceptable during production. Fiber bundle leaks occasionally occur in oxygenators made with microporous membrane due to the variability in the fiber. Trends for issues with this product are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a fusion oxygenator, the customer observed a blood leak from the bottom of the oxygenator. See attached the photo. The device was replaced to complete the procedure. Additional information was received on the 07 (B)(6) 2021 from the customer stating that approximately 150 ml of blood was lost as a result of the leak and the patient required a transfusion as a result of the leak.